Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported using insulin occlusion alerts while using a contact detach infusion set. After replacing all supplies, insulin delivery resumed normally and blood glucose decreased from 390 to 193 mg/dl. No hospitalization or long-term effects were reported.